Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0bus7, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient had their entire system explanted on (B)(6) 2017 due to infection. No further complications are anticipated.